Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the foreign object was confirmed, but the foreign material was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
Additional information indicates lack of water supply was discovered by the customer during pre-use inspection while the foreign object was discovered at evaluation on 25 august 2022.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the amount of air and water flowing through the nozzle was insufficient, the bending section was cracked, abnormal noise was observed when the hardness adjustment ring was activated, the beding angle was insufficient, and the angle knob had play. There was dirt that was difficult to remove on the operational part, the tip cover, and the scope connector. There were scratches on the bending section, the hardness adjustment ring, the insertion tube, the operational part, the tip cover, the switch box, the operation unit cover, the up/down knob, the right/left knob, the grip, the universal cord, the scope connector, the right/left angle fixing knob, and the scope connector cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had no water supply. Inspection and testing of the returned device found a foreign object in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.